Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads, and cracked belt clip slot at battery tube threads area. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was performed. The device was returned for analysis.